Event description:
It was reported that 2 bd secondary administration sets experienced leakage from crack. The following information was provided by the initial reporter: found the connection was cracked leaking the chemotherapy fluid. Part of their process includes tugging on the IV set to make sure connection is secure below the drip port resulting in disconnection.

Manufacturer narrative:
Investigation summary:; no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd secondary administration sets experienced leakage from crack. The following information was provided by the initial reporter: found the connection was cracked leaking the chemotherapy fluid. Part of their process includes tugging on the IV set to make sure connection is secure below the drip port resulting in disconnection.